Event description:
It was reported that the pt underwent a spinal procedure to fuse t11-l5 using posterior fixation. The facet fusion was added in this posterior fixation procedure. An alif was also performed at l2-4 at same time. Non-medtronic products were implanted at alif procedure. It was reported that approx a month post op, the set screw at left l5 backed out, this might have caused the screw loosening at right l5. The pt was complaining of back pain. The revision was performed approx 7 months post op. At the revision surgery, the screw at right l5 was replaced. Hooks were implanted at l5 on both sides. Domino was used to connect the rods. It was confirmed at the revision procedure that fusion did not occur to the pt.

Manufacturer narrative:
(B) (4): explanted device pictures and post op x-ray/CT were returned to the MFR for evaluation. The evaluation is in process. The follow up report will be sent after the evaluation is completed.